Manufacturer narrative:
A ge service representative performed an on site investigation. The motherboard, the image processor and the backplane were replaced. The software was installed and the configuration system was uploaded. The system was tested and boots up but does not take x-rays. The universal node printed circuit board is back ordered and referred for an additional service call.

Event description:
The customer reported the 6800 system stopped working during a case. No pt injury was reported.